Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that pulse generator exhibited a capture anomaly. It was recommend that the device be reprogrammed. The device remained implanted.